Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down and then would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report for the device shut down was not replicated or confirmed. The device was put through extensive testing including full functional testing, bench handling, and power cycling using the returned batteries without duplicating the report. An internal inspection of the device did not yield any discrepancies. The device was recertified and returned to the customer. The customer's report for the device did not power on intermittently was duplicated and the esd board was replaced to remedy the problem. No trend is associated with reports of this type.